Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot.

Event description:
It was reported that the patient underwent the middle and lower lung lobectomy, used gst60w and gst gun to do the transection of inferior pulmonary vein, this vein is usual one, without special variation. The operation went well, and there was about 40 minutes waiting for the results of intraoperative frozen specimen examination, during this period, no any abnormal situation was observed. Before close the chest, the surgeon also checked everywhere, did not observe any abnormal situation. After surgery, the patient was in ICU, 30 minutes, noted the blood pressure was going down, did the emergent surgery to stop bleeding,during the surgery, noted one side of inferior pulmonary vein was bleeding and without any staples. The surgeon suspect the prolonged brain hypoxia will affect the patient's recovery in the future. The patient is stable and in hospital now.